Event description:
Patient was in CT scan room for abdomen/pelvis CT with IV contrast. The technologist started the contrast at the injector and monitored the patient. The patient did not have any issues with the injection. The images revealed sub-optimal visible contrast in the scan. Upon further investigation, the contrast syringe loaded in the power injector was found to be cracked and had leaked approximately 50-75 mls of omni350. Twenty-five to fifty mls were injected into the patient. The radiologist was notified of the occurrence and approved a repeat scan with 100 mls of omni350, which was successfully performed. Patient given near maximum dose of contrast and double radiation.